Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 10561554 batch#: unknown it was reported by the customer that tubing broke off at the end of the infusion while it was flushing. No patient harm.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. The customer reported tubing broke off, and returned one used sample of material 10561554, lot 23105399. Upon initial visual examination, the set confirmed the failure and was separated at the lower fitment, press ring-retainer fitment. The ring retainer was found to have been attached to the silicon pump segment, when the silicon segment was examined under a microscope. In addition, the little blue ring retainer was seen in the customer photos. The root cause was not able to be attributed to the manufacturing assembly process. A potential root cause is clinical practice, and our clinical team has been notified. Device history record review for model 10561554 lot number 23105399 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.